Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient was feeling shaky, nervous and was seeing "flashes of lights". The cgm was displaying 370 mg/dl but he stated he was "low" despite not checking a finger stick reading. He went to the emergency room by himself at 8:00am. At the emergency room, the nurse did a finger stick reading and the patient's bg was 35 mg/dl. While the cgm was displaying "high". The patient was treated with a gvoke hypo pen. After treatment, a bg was checked and it was 81 mg/dl while the cgm was still displaying "high". The patient underwent CT (computed tomography scan) and MRI (magnetic resonance imaging) to have his kidneys checked and was discharged the same day around 1:00pm with a prescription of gvoke hypo pen. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the e zone of the parkes error grid at the ER. No additional patient or event information is available.